Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a resume pump alarm after insulin deliveries were not resumed following a supply change. Customer's blood glucose (bg) level was 600 mg/dl and manual injections were used to correct. Insulin deliveries were successfully resumed.